Manufacturer narrative:
Corrected b3. Additional information b5, b7, g3.

Event description:
Received additional information, the patients prognosis is subjective visual disturbance.

Event description:
It was reported that after implantation of an intraocular lens (iol), the patient experienced blurred vision and visual disturbances. The lens was explanted and replaced with a different model iol one month post original implant. Additional information was requested, but not received.

Manufacturer narrative:
The device was returned and evaluated. The evaluation revealed that half the lens had been cut and a small portion of the optic was stuck to the surface of the lens with one haptic attached. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, a root cause of this event could not be determined.